Manufacturer narrative:
The events of lymphadenopathy and granuloma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: swollen lymph nodes; siliconoma.

Event description:
Healthcare professional reported "swollen lymph nodes and siliconoma" related to an unknown side. The status of the device is unknown.